Manufacturer narrative:
(B)(4). The complaint device was not returned for evaluation; however, the data log was provided by the patient. It was downloaded and reviewed on 04/22/2015 the reported complaint of not receiving alerts if low battery alert is not acknowledged could not be confirmed.

Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report that on (B)(6) 2015 his receiver was not displaying alerts if the low battery alert was not acknowledged. Patient did not report any injury or medical intervention.